Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a cracked/torn jaw cover on the synchroseal instrument. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the jaw cover cracked on the synchroseal instrument. No missing fragments were observed upon visual inspection and the surgeon was informed of the event. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the product information for the affected instrument was confirmed as part number: 480440-06 / lot/batch number: k12250227-0317. There was no report or observation of fragments falling from the device into the patient anatomy during use of the instrument. Furthermore, no post-operative tests were performed to check for potential fragments. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.